Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician

Event description:
It was reported the patient had never received effective stimulation on the left side of the established pain pattern. The physician placed an additional lead and the patient now receives effective therapy. The patient's issue was resolved. It is undetermined if the patient's penta lead remains implanted.